Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of discrepant results for 1 patient tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. The initial hcg + b result was 53.68 miu/ml. This result was reported outside of the laboratory as the operator believed the result to be correct. On (B)(6) 2018 a new sample was obtained and the initial hcg + b result was "negative" (the actual result was not provided). The sample was repeated twice and the results were 21 miu/ml. The doctor was confused by the different results as the patient had been diagnosed with an ectopic pregnancy. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 259199. The expiration date was not provided.

Manufacturer narrative:
The hcg + b reagent expiration date was 30-nov-2018. A general reagent issue can be excluded since the customer stated that the quality control was acceptable. The customer was unable to provide the additional information requested to assist with determining a root cause. Therefore, the investigation was unable to determine a definitive root cause.

Manufacturer narrative:
The customer stated qc results were normal and instrument maintenance was up to date.